Manufacturer narrative:
Date received by manufacturer: 11-jul-2016. Additional information was received that the patient was only getting stimulation on the right side of his neck and nothing at all on the left side. The patient underwent a revision procedure wherein a lead was replaced as per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.